Event description:
A surgeon reported that a memory lens implanted in a pt's right eye in 1999 had since opacified. Visual acuity reported as 20/40. Initial yag posterior capsulotomy performed 1/2002, second yag posterior capsulotomy 3/2004. Next exam schedule for one year.